Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device operated while the safety was engaged, the locking components were damaged and the device worked intermittently. Therefore, the reported condition was confirmed. It was determined that this was a result of the device being power-broken. The assignable root cause was determined to be due to failure to following the directions for use and running the device in the safe or load position. This was further defined as user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was observed that the motor device was grinding. According to the report, the device was disassembled to make sure it was set up correctly, ¿but did the same thing the second time.¿ there were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.